Event description:
It was reported that in the literature article entitled "mapping the future: predictive value of commanded electrogram parameters for the pacing performance in active-fixation leadless pacemakers", a patient death due to unknown cause was mentioned. No further information was available.